Manufacturer narrative:
Investigation completed on (B)(6) 2017: the skull clamp was received with unscrew thread insert. Device history record reviewed for work order / 149991 / serial # (B)(4) a total of 44 pcs were manufactured on 08/10/2016 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. A two year lookback in complaint system for this reported failure and or related to "missing part " for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: the root cause is undeterminable at this time. The heli-coil insert backed out which caused this malfunction. CAPA is under investigation to resolve the root cause of heli-coil backout failures.

Event description:
Thread spring of the single thorn was missing. Additional information was requested but to date, no response received.